Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found that the device was chipped at the top case and cracked at the front corner. A review of the pump event history log was performed and found no motor rate error in the history. Notably, the pump event history log would not successfully download completely, as it would stop downloading three-quarters through completion. Functional testing was performed to test for flow. On completion of the flow testing, motor rate error was present, and the reported issue was confirmed. It was observed after testing that the main board was misaligned on the extrusion. The root cause of the reported issue has been attributed to the device being used in a manner that was inconsistent with the instructions for use. The operator's manual states in the "important safety information" section, under "warnings" - "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." The operator's manual also states in the "safety features" section, under "maintenance & service" and "periodic maintenance" - "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Date of event updated.